Event description:
It was reported that patient have experienced an infusion set occlusion with insulin flow blockage in the tubing which led to freezing gait on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.